Event description:
It was reported that the device is displaying "oxygen not available" alarm sounded. Fio2 was used with 22 %. The alarm sounded when the device was made to operate after entering standby mode. The alarm did not sound after the power was turned off once and then turned on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that the device was swapped out for another and there was no delay in therapy. No further medical intervention was reported. The international service engineer (ise) evaluated the reported phenomenon and could not be duplicate despite operation checking. From the event log, the reported alarm and the occurrence log of diagnosis code (oxygen device failed) were found. In case diagnosis code occurs, the reported alarm will happen together. Due to the occurrence of the diagnosis code, functional testing/internal checking/visual inspection were carried out. The result was that no anomaly was present in the device. Repair was cancelled and the device was returned unrepaired.